Event description:
It was reported that the patient has advised they had a routine foley catheter change using their third and last of their 16-gauge silicone catheters. Upon inserting the catheter, the nurse noticed a split along the catheter and as they bent, it the split opened. Nurse was wearing full ppe with surgical gloves, so it was not them who damaged it and luckily the nurse noticed it before it was fully inserted. The nurse had to change the catheter. No medical or surgical intervention needed.

Manufacturer narrative:
The reported event was inconclusive because no sample was received. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient has advised they had a routine foley catheter change using their third and last of their 16-gauge silicone catheters. Upon inserting the catheter, the nurse noticed a split along the catheter and as they bent, it the split opened. Nurse was wearing full ppe with surgical gloves, so it was not them who damaged it and luckily the nurse noticed it before it was fully inserted. The nurse had to change the catheter. No medical or surgical intervention needed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.